Manufacturer narrative:
Additional information: patient information was provided. A manufacturer representative reported that the system was removed from the case as it was not able to complete exposures. I do not know the specific delay time and can only estimate at approximately 30 minutes. The system was later removed from the site and replaced with a new imaging system.

Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A manufacturer representative reported that, while in a procedure, the viewing station of the imaging system and imaging system could not establish communication. It was reported that restarting the imaging system resulted in the main imaging system not powering on while the viewing station of the imaging system powered on. The site opted to discontinue with the procedure due to the reported issue. There was no reported impact on patient outcome. No additional information was provided.